Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported no button response on the insulin pump's button act during prime. The customer was unable to complete troubleshooting, but was advised to call the helpline back as soon as possible to resolve the issue. The customer's blood glucose value was unknown. No further information was provided.